Event description:
The ortho summit sample handling sys instrument reportedly did not pipetted sample/reagent and did not generate an error message. No death or serious injury associated with this incident.